Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 74 mg/dl. Customer stated that she tried pressing the esc and act buttons, but the alarm did not clear. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer stated that she has a back-up plan of manual injections. No additional information provided.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.